Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to blood glucose, with unknown blood glucose at the time of the incident. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer was on pump therapy at time of incident reported to medtronic .

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.